Manufacturer narrative:
Analysis was normal. Interrogation results were normal, visual screen was acceptable, device download was successful, preliminary test results acceptable. No anomalies seen.

Event description:
It was reported that the pacemaker was explanted and replaced on (B)(6) 2022. The patient condition was stable before, during, and afterwards.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced rashes and itching due to allergic reaction/hypersensitivity to the pacemaker. No changes or intervention were performed the patient condition was stable.